Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209588932, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported there was a short circuit. During a routine impedance check at a device follow up, electrode combination 0 and 1 was less than 50 ohms when measured at 1v. The current was 92. This combination was not and continued to not be used. The patient was happy with the effect of the device and their symptoms were well controlled. No changes were made and the surgeon was informed. No surgical intervention was planned. A follow up report will be sent if additional information is received.